Event description:
A breast biopsy, using a mammotome biopsy device was performed, followed by marker placement. While attempting to deploy pellets, md noticed that it "felt different" and check to make sure the gel mark ultra was properly aligned in the mammotome probe. He was unable to deploy all the pellets. When he pulled the applicator out, he noticed that the tip was missing. Tech attempted to vacuum everything out, and may have removed the tip, but md feels fairly certain tip is in pt's breast. There are no plans to retrieve the tip. There were no pt adverse effects.